Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient repeatedly had chest distress and shortness of breath for the past several years. Device was checked in 2015 and all was fine. In (B)(6) 2016, when the patient was in hospital due to disease progression, device was found in backup vvi after multiple shocks. Review of egm revealed inappropriate hv therapies due atrial fibrillation with rapid ventricular response. Battery depletion due to large amount of hv charges was noted. Device replacement was recommended. Patient was discharged later when the patient felt better.